Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, crease fold, one opening curved on the posterior, and red particles on the shell. A microscopic analysis was performed which identified: one striated opening on the posterior. Based on the device analysis the final assessment is: - one striated opening on the posterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.